Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was programmed and monitored for 10 days and no unexpected low battery alarm was noted during testing. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The pump had a scratched case and a pillowing keypad overlay.

Event description:
The customer reported via phone call that they had battery issues with the insulin pump. Customer stated their last two batteries lasted between two to four days. Customer also reported there was 45 minutes between a low battery alert and when the insulin pump powered off. The customer's blood glucose was 7.8 mmol/l. The insulin pump will not be returned at the time of the call.